Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When trying to remove the guide wire, the wire felt like it snapped. Md tried to pull back the wire and it was not moving, just stretching. Md removed the whole central line and guide wire. It was still in tact but there a different in stiffness. A new kit was obtained and line placed without difficulty; no harm to the patient was noted. Different line needed to be placed as the difficulty prevented the intended line from being placed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.